Event description:
It was reported that customer¿s continuous glucose monitor displayed an error message related to sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for a full pump reset, successfully completed reset without further error messages, and then successfully started new sensor session.